Event description:
Info received indicates pump did not stop when formula was empty. Formula ran out before expected x 3 doses. The pump has already been replaced.

Manufacturer narrative:
Pump was not returned.